Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device (location of device: essure had pierced the fallopian tube wall)"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device (location of device: the uterus had grown around it)"), abdominal pain lower ("lower abdominal pain/ abdominal pain"), post procedural haemorrhage ("when the fallopian tube was removed, all of the vessels from the uterus ripped. Severe bleeding") and uterine haemorrhage ("when the fallopian tube was removed, all of the vessels from the uterus ripped. Severe bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy, gallbladder disorder, multigravida, parity 3 and nausea. Previously administered products included for hypothyroidism: synthroid. Concurrent conditions included obesity and high cholesterol since (B)(6) 2013. Concomitant products included atorvastatin calcium (lipitor) since (B)(6) 2013 for high cholesterol as well as citalopram hydrobromide (celexa) from 2011 to 2017. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), pelvic pain ("pain") and weight fluctuation ("weight gain/weight loss"). In (B)(6) 2013, the patient experienced uterine leiomyoma ("uterine fibroid"), ovarian cyst ("left ovary cyst") and fibrosis ("fibrosis of both fallopian tubes"). In (B)(6) 2013, the patient experienced type 2 diabetes mellitus ("type ii diabetes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion hospitalization), uterine haemorrhage (seriousness criterion hospitalization) and uterine pain ("uterine pain"). The patient was hospitalized for 3 days. The patient was treated with metformin, surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)), surgery (on (B)(6) 2013 bilateral salpingo-oophorectomy, (B)(6) 2014 total hysterectomy), surgery (bags of platelets, 2 bags of blood and 3) and surgery (bags of platelets, 2 bags of blood and 3). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, post procedural haemorrhage, uterine haemorrhage, fatigue, weight fluctuation, uterine leiomyoma, ovarian cyst and fibrosis outcome was unknown, the abdominal pain lower, depression, anxiety and type 2 diabetes mellitus was resolving and the pelvic pain and uterine pain had resolved. The reporter considered abdominal pain lower, anxiety, depression, fallopian tube perforation, fatigue, fibrosis, ovarian cyst, pelvic pain, post procedural haemorrhage, type 2 diabetes mellitus, uterine haemorrhage, uterine leiomyoma, uterine pain, uterine perforation and weight fluctuation to be related to essure. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 11-jul-2018: pfs received, event added as:- uterine fibroid, left ovary cyst, other injury(ies) or complication (s) please describe: fibrosis of both fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device (location of device: essure had pierced the fallopian tube wall)"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device (location of device: the uterus had grown around it)"), post procedural haemorrhage ("when the fallopian tube was removed, all of the vessels from the uterus ripped. Severe bleeding"), uterine haemorrhage ("when the fallopian tube was removed, all of the vessels from the uterus ripped. Severe bleeding") and abdominal pain lower ("lower abdominal pain/ abdominal pain") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy, gallbladder disorder, multigravida, parity 3 and nausea. Previously administered products included for hypothyroidism: synthroid. Concurrent conditions included obesity. Concomitant products included atorvastatin calcium (lipitor) since (B)(6) 2013 for high cholesterol. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), fatigue ("fatigue"), pelvic pain ("pain") and weight fluctuation ("weight gain/weight loss"). In (B)(6) 2013, the patient experienced type 2 diabetes mellitus ("type ii diabetes"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion hospitalization), uterine haemorrhage (seriousness criterion hospitalization), abdominal pain lower (seriousness criteria medically significant and intervention required), depression ("depression") and uterine pain ("uterine pain"). The patient was hospitalized for 3 days. The patient was treated with metformin, surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)), surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)), surgery (bags of platelets, 2 bags of blood and 3), and surgery (bilateral salpingo-oophorectomy, (B)(6) 2014 total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, post procedural haemorrhage, uterine haemorrhage, fatigue and weight fluctuation outcome was unknown, the abdominal pain lower, depression, anxiety and type 2 diabetes mellitus was resolving and the pelvic pain and uterine pain had resolved. The reporter considered abdominal pain lower, anxiety, depression, fallopian tube perforation, fatigue, pelvic pain, type 2 diabetes mellitus, uterine pain, uterine perforation and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on(B)(6) 2018: reporters added and updated patient demographics. Historical drug, concomitant disease, laboratory data, concomitant drug, treatment drug were added. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2009). Updated suspect drug indication. Added events psychological or psychiatric problems (condition: depression), pain, perforation (fallopian tube(s)), fatigue, perforation (uterus) and weight gain / loss. On (B)(6) 2013, she explanted essure (previously reported as (B)(6) 2014). Updated events onset date. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device (location of device: the uterus had grown around it"), fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device (location of device: essure had pierced the fallopian tube wall)"), abdominal pain lower ("lower abdominal pain"), post procedural haemorrhage ("when the fallopian tube was removed, all of the vessels from the uterus ripped. Severe bleeding") and uterine haemorrhage ("when the fallopian tube was removed, all of the vessels from the uterus ripped. Severe bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy, gallbladder disorder, multigravida, parity 3 and nausea. Previously administered products included for birth control: yaz and sprintec; for hypothyroidism: synthroid. Concurrent conditions included obesity and high cholesterol since (B)(6) 2013. Concomitant products included atorvastatin calcium (lipitor) since (B)(6) 2013 for high cholesterol as well as citalopram hydrobromide (celexa) from 2011 to 2017. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), pelvic pain ("pain") and weight fluctuation ("weight gain/weight loss"). In (B)(6) 2013, the patient experienced uterine leiomyoma ("uterine fibroid"), ovarian cyst ("left ovary cyst") and fallopian tube disorder ("fibrosis of both fallopian tubes"). In (B)(6) 2013, the patient experienced type 2 diabetes mellitus ("type ii diabetes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion hospitalization), uterine haemorrhage (seriousness criterion hospitalization), uterine pain ("uterine pain") and abdominal pain ("abdominal pain"). The patient was hospitalized for 3 days. The patient was treated with metformin, surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)), surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)), surgery (on (B)(6) 2013 bilateral salpingo-oophorectomy, (B)(6) 2014 total hysterectomy), surgery (bags of platelets, 2 bags of blood and 3) and surgery (bags of platelets, 2 bags of blood and 3). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, post procedural haemorrhage, uterine haemorrhage, fatigue, weight fluctuation, uterine leiomyoma, ovarian cyst and fallopian tube disorder outcome was unknown, the abdominal pain lower, pelvic pain, uterine pain and abdominal pain had resolved and the depression, anxiety and type 2 diabetes mellitus was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, fallopian tube disorder, fallopian tube perforation, fatigue, ovarian cyst, pelvic pain, post procedural haemorrhage, type 2 diabetes mellitus, uterine haemorrhage, uterine leiomyoma, uterine pain, uterine perforation and weight fluctuation to be related to essure. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 7-nov-2018: pfs received: event "lower abdominal pain/ abdominal pain " split into new event abdominal pain and lower abdominal pain and outcome was updated. Historical drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced type 2 diabetes mellitus ("type ii diabetes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (on (B)(6) 2013 bilateral salpingo-oophorectomy, (B)(6) 2014 total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, depression, anxiety and type 2 diabetes mellitus was resolving. The reporter considered abdominal pain lower, anxiety, depression and type 2 diabetes mellitus to be related to essure. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: confirming full occlusion of fallopian tubes. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.